Event description:
During surgical procedure, disposable device in urology case malfunctioned. Device is "uromax ultra balloon dilatation catheter 10cm", model# m0062251170, lot# 29219224, use by date: [redacted date]. Dilation catheter was used in conjunction with encore 26 inflation device, #m0067101140, lot# 30102515, use by date: [redacted date]. Both devices are from boston scientific. During surgical procedure, md was using device to dilate patient ureter. On inflating the device balloon with contrast and monitoring with fluoroscopy, md noted unexpected contrast in ureter around balloon, and encore device no longer held pressure. On initial examination, balloon appeared intact. Surgical procedure was aborted. Re-examination identified a pinpoint hole when pressure was applied to balloon with encore device. Stent placed but patient will return for stone break up.